Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not in alignment with the handpiece and would not hold 0.6mm wire correctly. Therefore, the reported condition was confirmed. It was determined that the clamping components were worn and the bearings and o-rings were damaged. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown ortho surgery, it was observed that the quick coupling for k-wires attachment device did not work properly. There was a ten [10] minute delay to get a spare device and the surgery was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of the event was unknown. If any additional information should become available, a supplemental medwatch will be submitted accordingly.